Manufacturer narrative:
Continuation of d10: product ID: 3560022, lot#: unknown serial#, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that after the patient's advanced evaluation surgery, a "no lead attached" message was encountered on the clinical application. The rep was advised that the message was caused by a bad connection between the ens and the test cable, or damage to the connection. Since the connection between the test cable and the ens looked fine, the rep was going to check the connection between the extension and the lead again. It was unknown if the issue was resolved. Additional information was received from the rep on 2026-feb-03. The rep reported that the cause of the "no lead attached" message was determined, and the most likely cause was due to blood on the electrode within the percutaneous extension site. To resolve the issue, the patient was brought back into theater, the percutaneous site was re-opened, wiped, and re-connected. The issue was resolved.